Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws, and jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. D4: batch # t93r1v. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In order to replicate the reported incident, the instrument was cycled, no clips were fed into the jaws, and the jaws were stuck. The device was disassembled to evaluate the condition of the internal components and it was noted that the silicone was missing and the trigger was bent, not allowing the trigger to function as intended. In addition, twenty clips were found remaining inside the clip track. This defect is correlated manufacturing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.